Event description:
It was reported that post-operatively a cardiac ablation procedure using the sphere 9 catheter with the affera mapping system, the patient experienced a stroke with double vision and neurological deficits that did not resolve. The procedure included transeptal access with left atrial ablation (pvi/waca-type left atrial lesion set referenced) and cavotricuspid isthmus (cti) ablation, with a possible mitral line ablation not confirmed. Magnetic resonance imaging was performed to confirm the cerebrovascular event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product; product type: catheter; product ID: non-medtronic product; product type: ultrasound catheter; product ID: non-medtronic product; product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.